Event description:
Allegedly the patient was revised due to infection (right). Revision njr index no: (B)(6). Additional product information received on 1/12/2017: neck product information now available.